Event description:
Implant date: 1993. Patient complained of pain. Revision surgery on 03/24/1994 at which time it was noted that there was a pseudoarthrosis. A nerve root on the left side was probed with a stimulator and found that it had been in contact with a screw. Instrumentation was replaced.